Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient has suffered infections, abscesses, erosion and scarring. Patient has and will continue to experience mental and physical pain and suffering of multiple surgeries and sustained permanent injuries. No other information is available.